Manufacturer narrative:
Event site postal code - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console repeatedly generated a gas loss alarm. The iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter, within the statgard sleeve and between the catheter and the returned maquet sheath. The pressure tubing was also returned. The optical cable was returned cut at approximately 12.7cm from the rear of the y-fitting. Cut section not returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and did not fully inflate. The returned condition of the iab indicated a catheter tubing/inner lumen kink, which can restrict gas flow. However, we were unable to determine when this kink may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated sections - describe event or problem, event site address & city complaint record ID # (B)(4).

Event description:
It was reported that after one day of intra-aortic balloon (iab) therapy, the console repeatedly generated a gas loss alarm. The iab was removed and therapy was concluded. There was no patient harm or adverse event reported.